Manufacturer narrative:
The product was discarded. Therefore, no product failure analysis can be conducted and device malfunction cannot be confirmed. A manufacturing record evaluation was performed for the finished device and no internal actions were identified. No code available to represent surgical intervention. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no: (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent a persistent atrial fibrillation ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade (requiring pericardiocentesis and surgical intervention), cardiac arrest (requiring cardiopulmonary resuscitation (CPR)) and death. At an unspecified stage during the procedure, bleeding was noticed and cardiac tamponade was confirmed. Pericardiocentesis was performed to drain the fluid from the pericardial space. The patient was then taken to surgery for a sternotomy to repair the wound. The patient went into cardiac arrest. Extracorporeal membrane oxygenation (ECMO) was attempted. However, it was not possible to be applied. CPR was performed for 1.5 hours without success and the patient expired. Transseptal puncture was performed with a st jude medical brk xs needle. Settings for visualization include: graph, dashboard, vector, and visitag. Stability parameters used were arrange of 2.5 mm, time of 3 sec, force over time of 3g at 25%, tag size of 3, and a respiration filter was used. Irrigated catheter settings were set to 2ml current flow and 8/15ml during ablation. No biosense webster inc. (Bwi) product malfunctions were reported. Physician¿s opinion regarding the cause of the adverse event was that it was patient condition and procedure related.

Manufacturer narrative:
During an internal review on 5/5/2020, it was noticed that the manufacture date and expiration date were omitted in error. Section d4 expiration date has been updated with 9/17/2020 and section h4 manufacture date has been updated with 9/18/2019. Manufacture reference no: (B)(4).